Event description:
It was reported that the 9600 system has poor image quality. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported malfunction was verified. Investigation identified the need for a new hv cable and ii tube. Facility stated they would secure the components from a second source. No additional information at this time. If additional information becomes available we will report.